Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter was damaged on the morning of (B)(6) 2025, while reinserting an IV catheter for patient 2 in ward 2, a brand-new, unopened catheter was used. During insertion, the needle felt unusually blunt. After penetrating the skin, further advancement was impossible as the catheter kinked under the skin. Upon withdrawal, the catheter was found damaged, resulting in a failed insertion attempt. A new catheter was subsequently used to reinsert the IV.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained samples. As no defective sample is received for further examination and the usage condition of the sample is unknown, so the root cause of the reported complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.